Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the downstream occlusion alarms. The device was operating out of specification. Downstream sensor readings with a fluid filled set was found to be low which is a known contributor to downstream occlusion alarms. The downstream sensor and force sensor pusher were replaced, and the pump was recalibrated.

Event description:
It was reported that a spectrum pump constantly alarmed for a downstream occlusion. It was also reported that there was no pt injury.